Manufacturer narrative:
An open book error and pump error 35 were noted in the pump formatted history download. The problem was isolated to the electronic stack. The foce sensor zero off set measured within specification range. Unable to perform functional testing due to the critical pump error. The pump had minor scratches on the display window, a scratched case and a cracked reservoir tube lip during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed critical pump error. Customer's blood glucose was unknown. Customer's mother didn't notice any other alarms. She was advised the device needed to be replaced and agreed to return the device for analysis.